Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat organ prolapse. The patient experienced erosion of the vaginal wall and other tissues and pain. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) it was reported that post implantation patient experienced pain, extrusion, infection, recurrence bleeding, dyspareunia, vaginal scarring, and urinary, bowel and neuromuscular problems. As per plaintiff supplied records, patient underwent complex removal of vaginal mesh from anterior and posterior vagina, anterior and posterior colporrhaphy, iliococcygeus vaginal vault suspension and cystourethroscopy on (B)(6) 2010 due to pain, inability to walk, sit, stand, bend or have intimate relations with spouse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, cystocele, and rectocele and mesh was implanted along with the concurrent procedure of cystoscopy.

Manufacturer narrative:
Date sent to FDA: 05/16/2016. It was reported that following insertion the patient experienced incontinence, retention, frequency and urgency. (B)(4). Additional information: other relevant history.